Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The catheter was successfully inserted at 2:40 p.m. On (B)(6), 2026. During an IV infusion at 9:00 a.m. On (B)(6), redness was observed at the insertion site, so the catheter was scheduled for removal. Upon peeling back the transparent dressing, it was discovered that the tip of the catheter was missing.